Manufacturer narrative:
Product is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the product is received.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 376 mg/dl and an insulin injection was administered to address the bg level. Tandem technical support had the customer perform a system check using the current supplies on the pump and the occlusion appeared to be within the cartridge. The customer indicated that the cartridge was to be changed.